Manufacturer narrative:
The lay user/patients lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a diabetes specialist nurse contacted lifescan (lfs) (B)(4) by email alleging an ejector control issue with one of her patient¿s onetouch delica enhanced lancing device. The complaint was classified based on the customer service representative (csr) documentation. The nurse indicted that she had used the one touch delica lancing device to prick a patient¿s finger to obtain a blood sample. When trying to eject the needle into a sharps box, she reported that the ejector did not work and she accidently pricked her finger on the lancet. She reported that she followed the protocol of needle stick injury; she bled her finger, went to accident & emergency (a&e) department and contacted occupational health. She reported that she was given advice to get a hepatitis b booster injection and a 28-day course of truvada (1 tablet once a day a day) and raltegravir (twice a day for 28 days). She stated that this prophylaxis was provided by a doctor in the a&e department. At the time of troubleshooting, the nurse did not know how long the ejector had been in use prior to the alleged issue. Based on the information provided, there was no indication of misuse of the product. The csr confirmed that the correct 30g lancets were being used. The alleged issue remained unresolved. This complaint is being reported because the nurse reportedly obtained a needle-stick injury while using the onetouch lancing device, potentially exposing her to pathogens for which she required prophylaxis at an a&e department.